Manufacturer narrative:
Device evaluation: one medfusion pump returned for investigation in used condition. The reported motor rate error (mre) was evidenced in the event history log (ehl). The mre was not reproduced during an occlusion test. The customer reported product problem was therefore verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The motor assembly was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced a motor rate error. No patient injury or complications were reported in relation to this event.

Event description:
It was further reported that the event occurred on (B)(6) 2021. The product problem was observed during an infusion but did not cause or contribute to any adverse patient health effects. The patient did not require any medical intervention, and the incident was described as resolved.

Manufacturer narrative:
H6: patient code updated reflect code 4582.